Event description:
It was reported that during the procedure to implant the deep brain stimulation (dbs) system the patient experienced a severe frontal temporal fracture. The patient underwent a craniotomy, hematoma evacuation, and dura reconstruction; and no device was implanted. The physician assessed the event to have a causal relationship to the procedure, and not related to the device hardware or stimulation. Additional information received that there was a small impression on the left region of the screw tip, and a clear impression fracture on the right side that extended far beyond the calvaria level and required surgical elevation. The physician assessed the impression fractures were caused by the patient's calvaria being extremely thin, particularly on the temporal side. Post-operative imaging revealed normal findings and the patient was discharged.

Event description:
It was reported that during the procedure to implant the deep brain stimulation (dbs) system the patient experienced a severe frontal temporal fracture. The patient underwent a craniotomy, hematoma evacuation, and dura reconstruction; and no device was implanted. The physician assessed the event to have a causal relationship to the procedure, and not related to the device hardware or stimulation.